Manufacturer narrative:
Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, scratched case and minor scratched lcd window. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to missing reservoir retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose level of 471.6 mg/dl. The customer also had symptoms like nausea, vomiting. The customer treated with syringe. The product was returned for analysis.